Manufacturer narrative:
(B)(4). The returned guide wire was missing its distal segment. The wire shaft was bent at approximately 5mm proximal to the proximal solder designed to be located at 50mm from the wire tip. The coil wire was found detached at the proximal solder. The core wire was found fractured at approximately 35mm distal to the proximal solder. Microscopic observation revealed that the fracture end of the core wire was twisted by excess torsion. Helical marks attributed to excess torsion were also observed on the core wire shaft proximal to the fracture end. Where the coil wire detached, no remaining coil wire was found; only the tapered segment of the solder was left on the wire shaft. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Referring to known similar incidents and investigation results, it was presumed that continuous torsional stress was likely applied on the guide wire while its tip was being trapped possibly by the target lesion. As the applied stress generated with wire manipulation exceeded the product's design limit, the guide wire eventually became separated in the vessel. The coil wire might be detached from the proximal solder by tensile stress generated with wire removal. It was concluded that there was no indication of product quality deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
Event description is unknown. On march 5, 2019, the subject guide wire was returned to the manufacturer with other defective devices. The distal segment of the returned guide wire was missing; therefore, there was a possibility that the wire fragment might have left in the patient anatomy. Attempts were made to gather event description; however, no information other than device information was provided as of today.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.